Event description:
During index procedure, the patient had one endeavor rapid exchanged (rx) drug-eluting stent (3.50 x 09mm) successfully deployed at right posterior lateral and second right posterior lateral. Approximately 17 months 2 weeks post index procedure, patient experience heart failure, pci was performed on lcx. Approximately 5 months later, patient received a left ventricular assist system. Approximately 2 years 3 weeks post index procedure, patient expired. Investigator indicated that there was no relationship with the devices, procedure or drug.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Update received from field changed the date of death to (B)(4)-2011.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.